Event description:
The customer initially reported that during the case, the student first assist, in training to scrub for the surgeon, disconnected and wrongly re-connected the tubing to the anterior vitrectomy probe. This caused the probe to malfunction, and resulted in a surge effect in the eye. Additional info received from the surgeon stated there was a posterior capsule tear that was greatly enlarged by the immediate influx of what he estimates to be about 10cc of air. This was due to the fact that the student first assist re-connected the tubing (which had falled off) to the vitrector incorrectly. He said that he was not even told that the tubing had become disconnected. The force of the air sent the implanted iol to the back of the eye, and a large amount of vitreous came gushing out. He managed to reposition the iol satisfactorily and did an anterior vitrectomy. The surgeon stated that the pt is now seeing 20/50 in the operated eye, and there is no evidence of a retinal tear/detachment. Additional info stated the surgeon has seen the pt, and that she is seeing 20/25-2 uncorrected from the operated eye. The surgeon noted some cortex in the gel, and that the iol is successfully implanted in the sulcus. The pt is doing well.

Manufacturer narrative:
Received one page of 3500a from customer. The reporter was contacted for the missing info, but has not responded to date. The sample has been requested for eval. The risk manager has declined to send the sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available.